Event description:
It was reported that there was an issue with the incorrect time display on the customer's device. The customer's blood glucose levels remained within the normal range, as there were no previous settings resulting in levels above 500 mg/dl or below 54 mg/dl. Customer support assisted the caller in updating the pump time, advised monitoring for time discrepancies, and recommended follow-up if discrepancies greater than five minutes recur.